Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient experienced a hematoma at the implant site within a couple weeks of implant. The patient was treated with medication, and the hematoma resolved within a month. The device remains in use. The patient is a part of the (B)(6) study. No further patient complications have been reported as a result of this event.